Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B)(6), 2010, alleging a cracked display on their one touch ultralink meter. The patient denied any misuse of the product. The patient did not exhibit any symptoms; however, mentioned that he increased his humalog insulin on (B)(6) and (B)(6), 2010. The patient did not seek any medical attention or contact his physician for assistance. This is not the first time the product is being used. The meter was replaced. The patient is unable to send the meter back to lfs, since he mentioned that the meter has already been discarded. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the patient did not exhibit any symptoms and did not seek any medical attention. The complaint is being reported since the displayed was cracked.